Event description:
It was reported by service report that the foot right siderail was severely damaged and unbolted from the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail assembly.